Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell while running and the touch screen became shattered. Customer is unable to see most of the lower half of the pump touch screen and is unable to see pump options on the touch screen due to the damage. Customer's blood glucose was 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.